Event description:
The customer reported that the system does not boot and displays communication error on the control panel.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reloaded the software on the original hard drive but it made no difference. He replaced the hard drive, reloaded software and calibration files. The system is operating as intended.